Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the pump fell, and the touch screen became shattered and unresponsive. Additionally it was reported that an unexpected reset occurred. Customer¿s blood glucose was 81 mg/dl. Reported;y customer will continue to use current pump until replacement arrives.